Event description:
The customer reported to baxter of one 2-lead arthroscopic irrigation set in which "a crack on tubing near one of the y-site causing air bubbles". It is unknown how long into the procedure before the crack was observed. The set was changed out and worked fine. There was no patient injury or medical intervention necessary. They were performing a lithotripsy and the procedure was able to be completed. The medication is used is unknown. No additional information is available.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k082590.

Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement meter was sent to the patient.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.